Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2007. It was reported that she has not utilized her scs system in three years and is without stimulation. No further information is available at this time as all attempts to obtain an update on this matter have been unsuccessful.